Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed via the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined through this investigation. A direct correlation between (B)(6) and the reported hypertension/dehydration cannot be conclusively determined through this investigation. The submitted log file contained data spanning from on (B)(6) 2021 at 22:04:09 to on (B)(6) 2021 at 11:13:15, per the timestamp. Intermittent low flow alarms, 53 in total, were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. The account communicated that the patient had been experiencing low flow alarms and was admitted on (B)(6) 2021. Upon arrival, the patient appeared to be dehydrated with stable blood pressure measurements. The account later communicated that the low flow alarms resolved and were likely due to hypertension and dehydration. The patient remains on going on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27nov2017. The heartmate ii left ventricular assist system instructions for use states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90mmhg should be considered adequate. This document also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The instructions for use outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii left ventricular assist system patient handbook outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of chronic driveline infection reported in related manufacturer's report number: 2916596-2021-01650. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a chronic driveline infection and recently underwent ID (incision and drainage) which has left portion of driveline (dl) exposed through lower right abdominal wall. Patient was experiencing low flow alarms daily. His blood pressure was under control, however he did not seem to be drinking adequate amounts of fluid. A log file review was requested. The log file captured low flow events on (B)(6) 2021. There do not appear to be any type of mcs equipment issues causing these events. The low flow events seem to be a patient hemodynamically related issue and not an vad related issue. The log file does not contain any evidence of any type of dl issue or any other mcs equipment issues. It was reported that the patient was admitted for the chronic driveline infection on (B)(6) 2021. The type of infection was morganella. The patient has symptoms of pain and was treated with ciprofloxacin. The cause of the low flow alarms was determined to be hypertension (htn) and dehydration. It as reported that the patient's low flow alarms resolved.